Event description:
Reportedly, an error message is displayed with the subject programmer, making it unusable.

Manufacturer narrative:
Please refer to the analysis report (B)(4).

Event description:
Reportedly, an error message is displayed with the subject programmer, making it unusable.